Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 10:30 am with a high blood glucose level of 457 mg/dl. The customer felt symptoms of feeling lethargic and nauseated. The customer did not mention any symptoms of their blood glucose levels. The customer stated that they had ketones and were getting over a cold. The customer was assisted with filling the tubing and troubleshooting their insulin pump. The customer's insulin pump passed all the test functions. The customer did not return the product back for analysis.